Event description:
It was reported that during a right colectomy procedure, the surgeon experienced problems with two clip appliers. The clips were malformed and failed to properly close on the vessel, and the applier ejected two clips at a time instead of just one. The case was carried out and finished by using a reusable clip applier. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: what vessel or structure was the device fired on at the time of the event? Colic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, out of the patient and the problem was always present. Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it ejected the remaining twelve clips. Finally, it locked out as intended. Please note that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that the device b was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b additional information: batch # h90w3w; expiration date: 3/2016; manufacturing date: 4/2011.